Event description:
It was reported that patient experienced unstable angina pectoris. In (B)(6) 2022, the subject presented with stable angina and was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion# 1 was located in the 1st diagonal with 80% stenosis and was 18 mm long, with a reference vessel diameter of 2.25 mm. The target lesion# 1 was treated with pre-dilatation and placement of a 2.25 mm x 20 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. The target lesion# 2 was located in the left main coronary artery (lcma) extending up to distal left anterior descending artery (lad) with 80% stenosis and was 52 mm long, with a reference vessel diameter of 4.0 mm. The target lesion# 2 was treated with pre-dilatation and placement of a 4.0 mm x 32 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Nine days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2023, the subject was diagnosed with stable angina pectoris and was hospitalized on the same day for further evaluation and treatment. No other action was taken to treat the event and site confirmed the same. Seven days later, the subject was discharged on aspirin and clopidogrel. At the time of reporting the event was considered to be recovering/resolving. No additional information would be available pertaining to the event at the moment.